Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels of 400-600 mg/dl with moderate ketones; cause was unknown. Customer performed supply change and delivered a correction bolus via the pump. On (B)(6) 2022 the customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) due to a blood glucose of 1080 with high ketones, and a "minor heart attack". Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer alleged the control iq software did not function as intended, however upon review it was found that the control iq feature was working as intended. Customer was treated with intravenous fluids of saline and insulin, 2 stents and catheterization to address the bg. Customer was discharged from the ICU on (B)(6) 2023 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose."